Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level above 900 (mg/dl) and high ketones. Reportedly, the customer believed the pump was not delivering insulin appropriately possibly due to a kinked or blocked site. Prior to hospitalization, the customer delivered 100 units of insulin to address bg levels. While hospitalized, the customer was treated with intravenous insulin then reverted to pump therapy after 10 days. The customer was released on (B)(6) 2016 due to undergoing tests for kidney damage.